Event description:
Two stryker esst fiberoptic light cords were found that would cause the light source they were being used with to suddenly exit standby mode with no laparoscope instrument attached to the cord. While the cords were not in use at the time the problems were discovered, a failure while in use could have resulted in pt injury. The cords are an integral component of stryker's esst technology, that is marketed as a safety feature designed to force the light source into standby if a laparosocpe is removed from the light cord while the light source is still on. MFR has found on several occasions that the light cords can and do fail in a manner that will cause the light source to unexpectedly exit standby even though no surgical instrument is attached to the distal end of the esst light cord. This type of failure represents a particular safety hazard because a cord failure allows the light source to switch out of standby when the user mistakenly believes they are being protected by the esst circuit.